Event description:
Customer reported receiving a button error alarm. Blood glucose value at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.